Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
It was reported that the customer was hospitalized witha blood glucose of 57 or 58 mg/dl. The patient was in a vehicular accident in which he was the driver. The customer stated he suspended the insulin pump because of low blood glucose and the insulin pump did not suspend insulin delivery. The customer declined torubleshooting with the insulin pump. Nothing further was reported.